Manufacturer narrative:
(B)(4).

Event description:
The doctor was doing the procedure according to IFU. The end of the sheath was broken during the procedure. Md could not proceed with this procedure, and medical doctor proceeded to exchange it with our own product.

Manufacturer narrative:
Qn#(B)(4). The customer returned the sheath/dilator assembly. The yellow hub was almost completely separated from the body of the dilator. The hub and dilator were connected by a slender piece of dilator body molding. The dilator body showed signs of use and the dilator hub was compressed on one side of the distal base. Under microscopic examination, the hub and dilator were observed to be white at the separation point (indicating stress). There were also yellow spots on the edge of the dilator body at the point of separation, which indicates the dilator body was once fully attached to the yellow hub. The outer diameter (od) of the dilator body and the inner diameter (ID) of the hemostasis valve cap were measured and were found to be within specification. The dilator was able to pass through the returned sheath with minimal resistance. A device history record review was performed and no relevant manufacturing issues were identified. The instructions for use (IFU) provided with this kit warns not to apply excessive force while removing the sheath/dilator. If withdrawal cannot not be easily accomplished, the cause should be determined using fluoroscopic guidance and further consultation should be requested, if necessary. (Con't): other remarks: it was reported that dilator detached from the hub while in use. The dilator was returned and the complaint was verified through visual inspection. The proximal end of the dilator was detached from the hub. The broken surfaces were examined microscopically. Both surfaces were rough and had a whitish appearance, the dilator body contained yellow spots on the edge at the point of separation, and the dilator hub was compressed on one side of the distal base. This appearance indicates that the dilator hub had been properly attached and appears to have been separated by excessive lateral force applied to the dilator hub. The dilator met relevant dimensional specifications and was able to pass through the returned sheath with minimal resistance. Based upon the observed damage and information provided, it was determined that operational context caused or contributed to this complaint.

Event description:
The customer reports: the doctor was doing the procedure according to IFU. The end of the sheath was broken during the procedure. Md could not proceed with this procedure, and md proceeded to exchange it with our own product.